Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation and that the manufacturer of the device is unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5,d6b, h6.

Event description:
Healthcare professional later reported "particle in valve." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device is related to the reported event of deflation, manufacturer of device is unknown and other technical received on january 11, 2023, with lot number 3323862. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening on posterior assessed as fold flaw opening manufacturer of device is unknown: device is mcghan device. Other technical: no observed particles in the valve. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Yellow particles observed inside the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side deflation. Healthcare professional later reported "particle in valve." Device has been explanted and replaced.